Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported via medwatch report # 0501120000-2019-8008 that the tip broke into 2 pieces during a lefort 1, bilateral sagittal split osteotomy procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with a replacement device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not returned.

Event description:
It was reported via medwatch report # (B)(4) that the tip broke into 2 pieces during a lefort 1, bilateral sagittal split osteotomy procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with a replacement device.